Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1: mrn: (B)(6). H3, h4, h6 investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the emsys ace imp straight disassembled from the emsys shl 3hole 48, however nothing indicative of a device nonconformance was observed on the impactor. A functional test was performed with the emsys ace imp straight and the emsys shl 3hole 48 and it was able to assemble staying well fitted and disassemble with no issues, the reported allegation was not able to be replicated. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the emsys ace imp straight would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 48mm emphasys cup got stuck on the emphasys cup handle. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Doi: unknown. Dor: (B)(6) 2025; affected area: left hip.